Event description:
Set screw driver for the medtronic legacy system with break off set screws stuck into the driver, thus compromising the sterility of the instrument.follow-up reveals: the site states that the device works as it should but they are unable to determine if all of the screw heads have been removed prior to the resterilization of the set. Old screw heads have fallen out of the screw driver during procedures with different patients. The concern is the sterility of the device when screw heads fall out from previous patient procedures that may contain tissue and debris. The site would like to see a design change whereby the screw heads can be seen inside the screw driver to insure that all the heads have been removed prior to resterilization and use on the next patient.